Event description:
The device was used during a procedure on the rectum. Reportedly, the staples were missing. The surgeon resected the tissue at the application site, performed a colostomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisifactory.